Event description:
It was reported that the caller experienced an issue with incorrect time settings on their device. There was no adverse impact to the customer¿s blood glucose level as it remained within the normal range. The caller received assistance from technical support to update the pump time and was advised to monitor and report if the time discrepancy occurred again, which the caller understood and acknowledged.